Event description:
It was reported that intermittent the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose (bg) level was "high" with trace ketones; although specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer¿s bg had decreased to 166 mg/dl at time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.